Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review not submitted for further review at this time. Allegation of wear of poly would be better visualized on the photos of product provided since it is not visible on x-ray. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Health impact - clinical code- balancing problem is n/a which was reported on initial report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implant date: unknown date in (B)(6) 2011. Report source: (B)(6). Customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Discarded.

Event description:
It was reported that the patient underwent a orthopedic salvage procedure. Subsequently, the patient was revised due to hyperflexion and instability. The tibial bearing was removed during the revision procedure; the surgeon indicated that the bearing had wear to the anterior lip of the device, and was no longer functioning as intended. Attempt for further information has been made, but no further information has been provided.